Event description:
It was reported that ongoing intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. The customer¿s bg level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump, and did not require third-party assistance beyond normal support. The customer resolved the occlusion issue by changing the infusion set and cartridge and resuming insulin delivery. Reportedly, the customer had been using the same cartridge for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge is indicated for use with the mobi pump for 3 days.